Manufacturer narrative:
UDI: (B)(4). (B)(4) the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath instructions for use (IFU), the gore® dryseal sheath is intended to be inserted in the vasculature to provide a conduit for the insertion of endovascular devices while minimizing blood loss associated with such insertions. Further the IFU states, adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. According to the IFU, the 16fr gore® dryseal sheath is intended for insertion into an external iliac artery with a minimum outer diameter of 6.2 mm, as it was reported the patient¿s left external iliac artery measured 4.5mm, the 16 fr gore® dryseal sheath was oversized and therefore use was outside of IFU. If vessel is not adequate for access, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) May result.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aneurysm with gore® excluder® aaa endoprostheses. According to the report, during insertion of the 16 fr gore® dryseal sheath with hydrophilic coating, into the left external iliac artery, the artery ruptured. An additional procedure was performed to repair the rupture, whereby a gore® viabahn® endoprosthesis was implanted within the left external iliac artery, and the procedure was concluded with no further adverse events being reported. Final angiography showed exclusion of the aneurysm, repair of the rupture and the patient was reported to have tolerated the procedure. According to the physician, the cause of the rupture was due to the insertion of the 16 fr introducer sheath into the 4.5mm left external iliac artery. The 16fr gore® dryseal sheath is intended for insertion into an external iliac artery with a minimum outer diameter of 6.2 mm, therefore the introducer sheath was oversized and use was outside of the gore® dryseal sheath instructions for use. No further information is available.

Manufacturer narrative:
Date in event description corrected.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aneurysm with gore® excluder® aaa endoprostheses.